Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had an open, red, itchy, skin irritation under the front therapy electrode. The patient's physician advised the patient to place a piece of gauze over the irritation. The patient reported that after applying the gauze and removing the lifevest for two days, the irritation healed.